Event description:
It was reported by service report that the fowler on a intouch bed was not going down all the way. Manual CPR reportedly did not function. No pt involvement or adverse consequences are reported.